Manufacturer narrative:
As of (B)(6) 2022 returned product and unused retained samples of the same lot as the reported were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to this report for further details.

Event description:
On the initial report received by aso on (B)(6) 2021 consumer reported that the product caused tore skin. Consumer stated that she had some recent surgeries and used 8 out of a 10 pack. We received completed customer information request (cir) from the consumer on (B)(6) 2022. Consumer stated that sought medical attention from different doctors. It was prescribed antibiotic cream. Consumer informed that the symptoms corrected after she stopped using the product.